Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of a patient in ICU, the pressure monitoring set was consistently taking in air. The pm set was exchanged for a new one and the monitoring procedure was successfully completed with no additional consequences to the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to a defect in a vendor supplied component. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.